Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Thy physician intended to use a euphora rx balloon catheter to treat an unknown lesion. No damage was noted to the packaging and the device was not inspected prior to use. It was reported that the stylette was difficult to remove and as a result broke the distal balloon and pierced the user's glove. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.